Event description:
Reportable based on analysis completed on 20-dec-2014. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 2.50x38mm promus element ¿ was advanced to treat the lesion, however, the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device was damaged where the pigtail end of the mandrel had been pushed into it. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft hypotube break located 252mm from the strain relief. The hypotube was kinked at the location of the break. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).